Event description:
It was reported to boston scientific corporation that a spyscope ds ii device was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy on (B)(6) 2026, for the treatment of biliary stones (mirizzi syndrome). During the procedure, the scope lost visualization. Troubleshooting steps were attempted, including unplugging and reconnecting the spyscope. Despite these efforts, the physician was unable to complete the ercp and cholangioscopy, and the patient will need to be rescheduled for an additional intervention. No patient complications were reported as a result of this event.

Manufacturer narrative:
H6 imdrf device code f1001 captures the reportable event of absence of treatment.

Manufacturer narrative:
H6 imdrf device code f1001 captures the reportable event of absence of treatment. The product was not returned for evaluation to determine whether a device defect was present. As a result, no product analysis could be performed, and the reported event could not be confirmed due to lack of evidence. A review of the device history record (DHR) was conducted and confirmed that the device met manufacturing specifications prior to distribution, with no manufacturing deviations that could have contributed to the reported event. Additionally, a review of the instructions for use (IFU) and labeling was performed, confirming that there is no evidence of improper device use and no issues with the clarity or accuracy of the labeling. A risk review of the spyscope ds ii confirmed that the event cancelled/rescheduled post sedation/sedation unknown is documented within the product risk files and has been accounted for as part of the overall risk-benefit analysis. There is no indication that the manufacturing process or labeling contributed to the reported complaint. Based on the available information, there is insufficient evidence to determine the exact cause of the reported event; therefore, cause not established was identified as the most probable cause. As this event occurred during the procedure, the impact code cancelled/rescheduled post sedation/sedation unknown will be classified as adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii device was used during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy on (B)(6) 2026, for the treatment of biliary stones (mirizzi syndrome). During the procedure, the scope lost visualization. Troubleshooting steps were attempted, including unplugging and reconnecting the spyscope. Despite these efforts, the physician was unable to complete the ercp and cholangioscopy, and the patient will need to be rescheduled for an additional intervention. No patient complications were reported as a result of this event.